Manufacturer narrative:
It was reported that a table was removed from service because the leg section allegedly fell off during surgery. A stryker field service technician investigated the complaint and found no issues with the device. It was reported to the technician that the "rn feels the room nurse did not fully insert leg section and the leg section fell off during the case." There was no injury or adverse event reported.

Event description:
It was reported that a table was removed from service because the leg section fell off during surgery. There was no injury or adverse event reported.